Event description:
It was reported that patient shows cystic formation around the tibial screw on MRI at a follow up appt.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.